Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was found to be in backup operation. No additional information was reported/additional information was requested but not received.

Event description:
New information received noted that device was reprogrammed back to normal settings. The patient was stable before and after restoring the settings.